Manufacturer narrative:
Eval results: the biliary catheter was rec'd with the spring tip bent with dried blood on the windings. The balloon was found to have a tear at the distal edge of the proximal windings and the proximal windings are partially unraveled and have slipped slightly distal on the tip of the catheter. There were no missing components.

Event description:
It was reported that during a right leg embolectomy procedure, the balloon burst. The device was rec'd back for eval and was rec'd with the tip of the catheter bent.